Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure through the left upper arm fistula, the balloon allegedly did not inflate completely. The device was removed and was noted to inflate outside the patient however, was unable to be deflated easily. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure through the left upper arm fistula, the balloon allegedly did not inflate completely. The device was removed and was noted to inflate outside the patient. It was further reported that the device was unable to be deflated when removing from patients access. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to aspirate the balloon. The balloon was inflated and maintained pressure. The balloon was then deflated. The time taken for the deflation is not within the acceptable limit mentioned in the product specification document. The balloon was cut and under microscopic observation, the port holes were noted to be collapsed and the glue bullet was not seated in the correct position. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported failure to inflate as the balloon was inflated and maintained pressure during functional testing. The investigation is confirmed for the reported failure to deflate as time taken for the deflation is not within the acceptable limit mentioned in the product specification document. The definitive root cause for the reported failure to inflate and failure to deflate could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2023), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.